Manufacturer narrative:
.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak during an infusion of micafungin. There is no report of patient or provider harm.

Manufacturer narrative:
Leaking from syringe pump tubing was not confirmed as the set was not received for investigation. A primary set model 2420-0007 was received. No anomalies were observed during visual inspection. Functional testing was performed on the primary and secondary sets by filling up the a lab IV bag with blue dye and attaching the returned used disposable set and allowing fluid to flow through the set via gravity. Fluid was observed leaking in the pumping segment below the upper fitment. The area where the leak was observed when viewed with a microscope showed a tear in the silicone pumping segment below the upper fitment. The cause of the leak for set model 2420-0007 is due to a tear in the silicone segment. The root cause of the tear is unknown.

Event description:
The customer reported leaking of a 20 mg dose of micafungin through syringe pump tubing. The tubing cracked when the infusion was halfway completed (30 minutes). The medication began to drip onto floor and blood was backing up from the triple lumen left ij central line into the syringe pump tubing. The customer estimated 4.5mg leaked. The 1.5mg that was still in the syringe was infused, however it is not known what happened to the unaccounted amount of 14mg.